Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure a farawave pulse field ablation catheter was selected for use. During the procedure, there was white powder noticed on the handle. A new device was used to complete the procedure. No patient complications occurred.